Manufacturer narrative:
Customer care was notified that an user continued to experience low sensor readings and had stopped actively using the system while evaluating an alternative cgm. Customer care attempted outreach and left a voicemail, but the user later responded via sms stating that their previous system difficulties appeared to be addressed and that they were evaluating both systems before sharing feedback. The user requested no further contact at that time.the case was escalated to the next level of support for further review. However, the outcome of the troubleshooting process is unknown as user stopped responding to the communications from customer care. Per dms review, the system was being used with firmware version and there was up to date information. No further information was available for this complaint. B4. Date of this report 25 jan 2026. G3. Date received by the manufacturer? 25 jan 2026. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.